Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer following an infusion of trastuzumab there should have been 74ml left in the IV bag however there was only approximately 20ml. The primary IV bag (250ml)was filled to bursting. Initially this was though to be a back check valve failure by the customer. The set-up arrived in biomed with the IV bags and hangers not properly positioned, both at the same height. Biomed clarified with the nurse educator and the educator believes this was not how the set-up was during the secondary infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada "patient was receiving trastuzumab IV. Patient had an allergic reaction and drug was stopped and managed. When medication was restarted, it was found that there should have been 74ml left in the secondary trastuzumab bag but there was approx. 20ml left in the bag. It was found that the primary bag was overfilled and appeared bursting. Likely there was a malfunction with the backcheck valve". During follow up by the clinical specialist team, the customer provided additional information: the customer indicated there was patient involvement with serious injury. Patient reported feeling cold/chills. The patient was given tylenol 650 mg po and benadryl 50 mg by IV. Reported symptoms improved within 25 minutes of start of symptoms. The secondary infusion of trastuzumab (441 mg in 275 ml normal saline) was intended to infuse at a rate of 197ml/hour with a total volume to be infused of 296ml. The primary infusion of normal saline was intended to infusion and a rate of 20ml/hour with a total bag volume of 250ml.

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact, a140504 - inaccurate delivery (2339). Correction: adverse type, type of reportable events. Additional information: event attributed to describe event or problem, unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex e, f and f codes.

Event description:
A report was received from health canada "patient was receiving trastuzumab IV. Patient had an allergic reaction and drug was stopped and managed. When medication was restarted, it was found that there should have been 74ml left in the secondary trastuzumab bag but there was approx. 20ml left in the bag. It was found that the primary bag was overfilled and appeared bursting. Likely there was a malfunction with the backcheck valve". During follow up by the clinical specialist team, the customer provided additional information: the customer indicated there was patient involvement with serious injury. Patient reported feeling cold/chills. The patient was given tylenol 650 mg po and benadryl 50 mg by IV. Reported symptoms improved within 25 minutes of start of symptoms. The secondary infusion of trastuzumab (441 mg in 275 ml normal saline) was intended to infuse at a rate of 197ml/hour with a total volume to be infused of 296ml. The primary infusion of normal saline was intended to infusion and a rate of 20ml/hour with a total bag volume of 250ml.